Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a biofilm. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the biofilm. However despite requested no further information has been received. This is a final report.

Event description:
The explanted device was received at hq.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a biofilm. However despite requested no further information has been received. A root cause for the reported issue cannot be determined. This is a final report.

Event description:
The explanted device was received at hq.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received at hq. Biofilm formation. CT was done on 2019.